Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. A snare was used to remove the capsule and another capsule was used to complete the procedure. There was no harm to the patient, the capsule was snared out of the patient, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule and the delivery system and capsule will not be returned for investigation. A scheduled repeat procedure was not necessary.